Event description:
The customer reported discrepant beta human chorionic gonadotrophin (bhcg) results, for two patients, involving the access 2 immunoassay system used in conjunction with the access total sshcg assay and calibrator. Initial results of >1,000 miu/ml with dil-hcg2 reflex results of <1,000 miu/ml were obtained for both patients. Subsequent analysis of the patients¿ samples, on the same instrument, recovered higher results of 15,548 miu/ml and 37,989 miu/ml, respectively. The customer noted one of the samples was also retested on the instrument, and an indeterminate (ind) result was obtained. The original results were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer stated quality control and system check were within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt the precision pump and cleaned a substantial amount of dried wash buffer from inside the precision valve. The fse also observed two kinked peristaltic pump tubes and a leaking wash tower vacuum valve. The fse corrected the kinked tubing, replaced the vacuum valve, and resolved the issues. The fse verified the mixer speed, pipettor alignments, and sonication high voltage setting. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware malfunction is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend similar incidents related to this issue.